Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, and visual inspection were performed. The f-64 alarm was identified during the alarm log review, but was not found during sample analysis as a f-38 (malfunction in tube misloading detection circuitry) alarm was occurring. The cause of the f-38 alarm condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-64 (malfunction in a/d converter circuitry: a/d conversion for 0 through 3 channels did not complete in 144 ms) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.